Event description:
The pt received an injection of morphine mixture (38mg/12cc ns) to refill pump reservoir. After receiving injection, the pt became lethargic and was brought to the emergency room for narcotic overdose. She required hospitalization in the ICU for continuous narcotic reversal with narcan. Representative was called in to evaluate for leak or pump malfunction. The reservoir was emptied and refilled with ns. The pt was referred back to her private physician, who is an anesthesiologist, who placed pump. Reported to pharmaceutical home health agency and MFR. On 11/13/95 follow-up with found pt still has pump in place and filled with ns. Pump will be removed at the pt's request per doctor. Physician stated (continued) she does not believe pump malfunction caused problem; probable problem with home health staff refilling reservoir.